Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of channel b overinfusing was not confirmed during product evaluation. The assignable cause was not identified and no repairs were performed for the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The user interface module software version is 5.04.00 should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the device overinfused. There was no adverse event, patient injury, or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.